Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was having a hard time pressing the buttons and it would take three to four pushes to get it to respond. Customer stated she was hospitalized for high blood glucose of 550 mg/dl. Customer called emergency services since her blood glucose was high and the buttons on the device weren't responding. She had a fuzzy taste in her mouth. Customer might have had a virus in her system. Customer's blood glucose was still in the low 200 mg/dl range and was given a shot. Troubleshooting was performed on the device for high blood glucose and customer stated the buttons weren't responding properly. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.